Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic error was observed on the device. The pacing percentage was showing a discrepancy from two separate remote transmissions from 11/2017 and 2/2018. The patient has not had any symptoms or any other issues with the device. Device will continue to be monitored.